Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had elevated lactate dehydrogenase (ldh) levels over several months. Unspecified changes were made to the patient's medications and IV fluids were administered. A ramp echocardiogram was performed; however, the results were not provided. The patient received a heart transplant on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
A specific cause and a correlation between the device and the report of elevated ldh levels could not be conclusively determined. No device-related issues were discovered during the evaluation of the returned pump. Visual inspection of the sealed inflow conduit and the returned portions of the sealed outflow graft revealed no developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.